Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 30-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient has severe back and hip sciatic nerve pain that has returned. Caller states she has been going to therapy for this, and her therapist said there may be a lead broken because she is not getting a response to the therapies preformed. Caller states the therapist could not confirm the lead was broken or if the area was just swollen yesterday. Patient was redirected to their hcp to check lead status and discuss symptoms. Event date was provided as about 6 weeks ago. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the broken lead was confirmed. Patient reported that the device was not working and the device was reset.